Event description:
It was reported that the recanalization catheter was damaged upon removal from the original packaging. Reportedly, the catheter appeared to be stretched and therefore, was not used.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. The device was returned. The investigation is confirmed for a break, as a complete circumferential break was observed at the proximal end of the y-connector. The definitive root cause could not be determined based upon the available info. It is unk if the manner in which the device was removed from the packaging hoop contributed to the reported failure.